Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, when air was attempted to be removed by syringe from the xience sierra 3 x 28 mm stent delivery system(sds), air continued to fill the syringe. Although the sds was suspected to have damage in the balloon or shaft, there was unknown visible damage of the sds and the location of the leak was unknown. The device was prepped according to the instructions for use. Another same size xience sierra sds was used to successfully complete the procedure without issue. There was no clinically significant delay or adverse patient effect. The device was not used in the body. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.